Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged to send a replacement pump and advised the customer to switch to multiple daily injections as a backup therapy.